Manufacturer narrative:
(B)(4). Date sent: 9/29/2020. D4: batch # u93l88. Investigation summary: the analysis results found that the er420 device was returned with no apparent damage, with a clip in the jaws. The device was tested for functionality. During the analysis, the device was cycled and it fed, retained, and formed the remaining 8 clips as intended. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event it 2020. Event day and event month were not reported. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the multi clip applier er420 was not firing correctly. Multiple firing and clips not clipping correctly. Device had to be discarded and a new one was opened. Patient consequence was not reported. No additional information is available.